Event description:
Balloon deflation difficulty during percutaneous transluminal coronary angioplasty (ptca). The report indicated that during pre-dilatation of a lesion in the circumflex artery, the physician inflated the balloon; however, the balloon failed to fully deflate. The physician then pulled out the balloon by force and tried with a new firestar of the same size. The intended procedure, stenting of the lesion, was completed successfully without further problems.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.